Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/28/2015 with the following findings: moisture was found behind the display lens. The display screen visual was observed to be dim and discolored due to an unidentified display failure. The reported issues were confirmed. Related to the reported moisture ingress issue, the pump case was observed to be cracked between the display and the case seal; the pump failed a leak test due to the pump case damage. The pump case was removed, and further evidence of moisture ingress was found on the display.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. It was reported that the display screen visual was dim, faded, or discolored. In addition, it was reported that evidence of moisture ingress was observed behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.